Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from october 3, 2014 ¿ october 4, 2014 the device was received for evaluation with approximately 60 ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of solution was observed from the device until it was empty. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver its contents to a patient after being connected for two days. The device was filled with 4575mg of fluorouracil diluted in 0.9% sodium chloride to a total volume of 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.